Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The suction irrigator instrument was analyzed and found to have broken pitch cables at the distal end. The broken pitch cables allowed the distal tip to break away from the instrument. Additionally, the instrument was found to have a broken snake wrist. For clarification, the snake wrist was broken off of the instrument. The broken snake wrist was not returned. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of suction irrigator fell off while in the patient. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer reported that the instrument was inspected and there was no damage observed. The surgeon was suctioning blood off of the colon when the issue occurred. It is unknown what caused the instrument to break. It was only for about five minutes. There was no collision with other tools or instruments and no fragments fell into the patient due to a collision. The instrument was removed prior the breakage and was straightened prior to removal. The instrument tip was retrieved from the patient with no patient injury. There was no resistance upon removal and no resistance with the cannula. The procedure was completed robotically.